Event description:
Md notes: the ekos ultrasound malfunctioned approximately 5 hours after initiation. However, tissue plasminogen activator (tpa) infusion was not interrupted. The patient reports significantly improved breathing and that she is much more comfortable... Assessment/plan:1. Submassive pulmonary embolism with right ventricular strain, right lower extremity deep vein thrombosis (rle dvt): currently approximately 18 hours into catheter directed tpa thrombolysis of bilateral pulmonary arteries. Clinically her cardiopulmonary status is much improved. Additional information from the rep: the control unit (generator) is pt3b-2502. We found that it had a frequency (r.f.) Drift. The catheter ran for 18.7 hours prior to r.f. Drift. Rep states they turned off the ultrasound portion and catheters were pulled within an hour or two.